Manufacturer narrative:
(B)(4). Additional device: (B)(4) it is not known which device or whether both devices contributed to the occlusion so both were investigated. A review of the manufacturing records for the devices verified the lots met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: occlusions of device or native vessel.

Event description:
The following information was reported to gore: on (B)(6) 2011 a patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. On (B)(6) 2011 a right limb acute arterial occlusion was detected and treated by means of a right femoral endarterectomy.